Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy surgical procedure, it was alleged one of the tips of the force bipolar instrument fell into the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip of the force bipolar instrument fell inside the patient.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a fragment of the force bipolar instrument fell inside the patient. All fragments were retrieved during the same procedure. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following additional information: upon removal of the force bipolar instrument, one side of the tip broke off and fell into the patient. The nurse used a lap instrument to successfully remove the instrument tip from the patient. The procedure was completed and there was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
(B)(4) - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the initial evaluation. Failure analysis confirmed the customer reported failure mode. The instrument was found to have a broken grip at the midpoint of grip. A piece approximately .176" x .680" was found to be broken off the yaw pulley. The broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have a broken or dislodged conductor wire at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument has been passed to the product and design engineering team for additional investigation. A follow-up MDR will be submitted if additional information is obtained. Based on the failure analysis results, this MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer toadditional for follow-up information.